Manufacturer narrative:
Device evaluation: two (2) unused smiths medical cadd administration sets were returned for analysis in their original sealed packaging. Visual inspection of the samples showed delamination in one join of the filter with the tube in both received samples. Functional testing involved leak testing and no leaks were detected from the delamination joins, other solvent bonds or the air vent in any of the received samples. A review of manufacturing processes was performed. It was verified that procedures in the assembly process and quality check process were being properly followed. This investigation revealed no intrinsic evidence to suggest a cause of issue related to manufacturing. Based on the investigation, the complaint allegation was not confirmed.

Event description:
Information was received indicating that this cadd administration set was leaking at the filter. The reported issue was observed after 24 hours of an antibiotic infusion. The affected item was discarded by the customer. There was no patient injury due to the reported event.